Event description:
Pt arrested at home- emt's called shocked x 2 taken to hospital. Arrested x 2 more times after arrival to em. Md felt pt in slow ventricular tachycardia at cardioversion he converted to atrial fibrillation. Md noted pacemaker not firing. A magnet was applied over pacemaker with no response. Pt intubated and unresponsive. Pt extubated and expired. Family requested removal and eval of pacemaker for problems.